Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a revison procedure approximately 21 months post-implantation due to a nickel allergy. During the procedure, the head and poly liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2016-01669 / 01671 / 01672 / 01673 / 01674). Remains implanted.

Event description:
It was reported that a future revision procedure has been indicated approximately twelve (12) months post-implantation due to a nickel allergy; however, no revision procedure has been reported at this time.